Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [r66221]. There were no problems observed during manufacturing or testing noted in the DHR. There were no records indicating nakanishi (the manufacturer) repaired the device since the device was shipped. Nakanishi received the repair records from nsk america (the distributor), which included the detailed information about the repair nsk america carried out. Nakanishi kept the repair records in a file. Nakanishi conducted a visual inspection of the returned device and observed that the ball bearing inside the cartridge was missing from the handpiece. Nakanishi disassembled the handpiece and conducted a visual inspection of the internal parts. Nakanishi observed that the cartridge and the drive shaft were soiled and abraded. Nakanishi mounted a new cartridge to the head of the handpiece and rotate the handpiece under no load and cut a melamine plate while rotating the handpiece motor at the maximum speed (200,000min-1) to check whether or not the headcap would loosen. The reported loosening of the headcap was not replicated in the device evaluation. Nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: although nakanishi could not replicate the reported event, nakanishi considers the possibility from similar event that nsk has experienced in the past, the combination of a strong impact on the device together with cutting vibration could result in the reported headcap loosening/separation. Misuse by the user led to the above issue, which contributed to the reported event. In order to prevent a recurrence of the headcap loosening/separation, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.

Event description:
On (B)(6) 2022, nakanishi became aware of a malfunction of a nsk handpiece through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on (B)(6) 2022. A dentist was performing a dental procedure on a patient using the z95l handpiece (serial no. (B)(4)). During the procedure, the head cap of the handpiece came off. The head cap was recovered, and there was no effect to the patient.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number (B)(4). According to the distributor, the handpiece has been serviced by the distributor, and the body replaced in (B)(6) 2022. The original serial number is (B)(4).